Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device only fired 4 clips and then jammed. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Fired through lockout. Evaluation summary: the analysis results found that the device was received in good visual condition. The device was noted to be empty and the lockout was fired through. As the instructions for use state: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed." A batch record review was performed and no anomalies were found during the mfg process.